Event description:
It was reported to resmed (B)(6) that an astral device displayed an system fault 74 error message indicating a software task error. There was no patient injury reported as a result of this incident. MFR #3004604967-2015-00189.